Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Approximately 4 years and 6 months post successful implant of a 23mm sapien 3 valve via transfemoral approach, the patient's valve is now failing due to calcified leaflet tips, increased gradients, and moderate to severe aortic regurgitation. The patient has been admitted to the hospital for exacerbation of their congestive heart failure (chf) which is likely related to the moderate-to-severe valvular aortic regurgitation and for evaluation by the structural heart team.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for post-implant calcification and central regurgitation were confirmed based on the medical record. A review of DHR, lot history and complaint history did not reveal any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU also revealed no deficiencies. An existing technical summary documents the root cause analysis of valve calcification over time in patients. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, the evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "the tee report indicates that approximately 4 years and 6 months post implantation of the 23mm s3 valve in the aortic position via tf approach, the bioprosthetic valve now has calcified leaflet tips, increased gradients and moderate to severe aortic regurgitation". Further review of the patient's medical report indicates that the patient had hyperlipidemia. Hyperlipidemia is a known factor that may increase the risk of valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis as reported. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had structure valve degeneration with calcification, so the calcified leaflets could restrict the motion of leaflets resulting in abnormal coaptation and central regurgitation. Available information suggests that patient factors (hyperlipidemia, svd - calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.